Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/ perforation- fallopian tubes') and device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergic dermatitis") and complication of device insertion ("deployment of implant unsuccessful on right side"). The patient was treated with surgery (B)(6) 2017; salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain, abdominal pain and complication of device insertion outcome was unknown and the dermatitis allergic had resolved. The reporter considered abdominal pain, complication of device insertion, dermatitis allergic, device breakage, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal pain, allergy: rash/skin condition, breakage, migration/ perforation- fallopian tubes on left side-deployment successful trailing coils in uterus: 3 procedures performed: 1. Hysteroscopy. 2. Attempted placement. Of essure device into right fallopian tube/unsuccessful. 3. Bilateral tubal sterilization with filshie clips quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-mar-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/ perforation- fallopian tubes') and device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), rash ("allergy: rash/skin condition"), skin disorder ("allergy: rash/skin condition"), complication of device insertion ("deployment of implant unsuccessful on right side") and dermatitis allergic ("allergic dermatitis"). The patient was treated with surgery ((B)(6) 2017; salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain, abdominal pain, complication of device insertion and dermatitis allergic outcome was unknown and the rash and skin disorder had resolved. The reporter considered abdominal pain, complication of device insertion, dermatitis allergic, device breakage, fallopian tube perforation, pelvic pain, rash and skin disorder to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal pain, allergy: rash/skin condition, breakage, migration/ perforation- fallopian tubes on left side-deployment successful trailing coils in uterus: 3 procedures performed: 1. Hysteroscopy. 2. Attempted placement. Of essure device into right fallopian tube/unsuccessful. 3. Bilateral tubal sterll1zatlon with filshie clips. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: plaintiff fact sheet received. Events essure confirmation test not performed & device difficult to use was added. .product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/ perforation- fallopian tubes') and device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), rash ("allergy: rash/skin condition") and skin disorder ("allergy: rash/skin condition"). The patient was treated with surgery ((B)(6) 2017; salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain and abdominal pain outcome was unknown and the rash and skin disorder had resolved. The reporter considered abdominal pain, device breakage, fallopian tube perforation, pelvic pain, rash and skin disorder to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal pain, allergy: rash/skin condition, breakage, migration/ perforation- fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received events injury was updated to "pelvic/abdominal pain, rash/skin condition, breakage, migration/ perforation- fallopian tubes" were added. Reporter information was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.